Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigational summary: the physical device was not returned for evaluation. No medical records were provided for review. The investigation is inconclusive for the reported catheter fracture and fibrin sheath as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that approximately one month and twelve days of port placement procedure via right subclavian vein for chemotherapy treatment related to rectal adenocarcinoma the plaintiff's power port was experiencing complications. An x-ray with contrast was performed and a fibrin sheath at the distal tip of the port was identified. Approximately four months and twenty-two days of port placement plaintiff began showing signs of a fractured powerport. A later x-ray with contrast was performed on powerport. The findings were consistent with a rupture of the catheter tubing. It was further reported that the port was removed. The current status of the patient was unknown.